Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had broken. A field service engineer (fse) found that drawer 6 on the main cabinet was failing to open due to a jam at the back of the rails caused by damaged slide bumpers. The drawer was removed from the assembly, the rail bearing cages were replaced and adjusted, and the drawer was reassembled. After restarting the station, the customer was able to open and close the drawer successfully following recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.